Event description:
It was reported that the newly implanted device and ventricular lead had oversensing leading to inhibition of pacing and fibrillation detection. The pocket was reopened and the lead was reported as normal on device and through analyzer, so the physician applied medical adhesive to the device set screw which corrected the issues. The device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.